Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the insulin pump was monitored and functioned properly. No unexpected battery failed alarm or additional alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm, failed audio test for potential audio loss. The customer¿s blood glucose was 200 mg/dl. Customer was able to successfully clear and rewind the insulin pump. Insulin pump had failed battery alarm, replace battery, insert battery alarm. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump if uncomfortable and to revert to the back-up plan. The insulin pump will be returned for analysis.